Manufacturer narrative:
Additional 510(k) number k011028/k013227.

Event description:
It was reported that healing collar (hc565) does not thread into the implant (tsv6b10). It was also reported that the doctor placed another implant in same surgery.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection with a mating implant. Visual inspection revealed wear and debris about the collar and threads of both the implant and healing collar. This debris could be easily flaked off. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The product was functionally tested, and it was noted that both the devices were able to assemble after clearing the debris from the threads. The complaint is unconfirmed. A root cause cannot be determined. (B)(4).

Event description:
No further event information available at the time of this report.